Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 29 mg/dl. Paramedics treated the customer with d50; bg elevated to 39 mg/dl. Customer was admitted to the hospital and treated with intravenous glucose. Low bg was resolved and customer was discharged on (B)(6)2018 with no permanent damage. Reportedly, cause of low bg was due to the pump basal rate was set too high. Healthcare provider updated the basal setting.